Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Refer to (B)(4).

Event description:
It was reported that there were several bd vacutainer® push button blood collection set with preattached holder with broken tubing. No serious injury or medical intervention reported.